Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 700 mg/dl. The customer stated that she was not on pump therapy for four days in the intensive care unit. The customer steed that prior to the hospitalization, the customer tried to change the reservoir set but could not get the pump to function correctly. The customer stated there was physical damage to the reservoir compartment of the pump after it had fallen on the ground. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump had a broken reservoir tube lip, a missing reservoir seal, cracked reservoir tube, cracked battery tube threads, a cracked case at a display window corner and a missing end cap stkcker.